Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) loss of capture when programmed at maximum outputs. Additionally, the patient was experiencing hypotension. Subsequently, the ICD was explanted and replaced, and a temporary rv lead was used, and a new rv lead was implanted. The existing rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 impact codes. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) loss of capture when programmed at maximum outputs. Additionally, the patient was experiencing hypotension. Subsequently, the ICD was explanted and replaced, and a temporary rv lead was used, and a new rv lead was implanted. The existing rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited right ventricular (rv) loss of capture when programmed at maximum outputs. Additionally, the patient was experiencing hypotension. Subsequently, the ICD was explanted and replaced, and a temporary rv lead was used, and a new rv lead was implanted. The existing rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.